Event description:
The customer contacted baxter's technical service center regarding air in the set. The baxter technical service representative reviewed possible causes with the nurse (rn). The home patient has no initial drain. The rn would call the home patient tonight prior to the home patient connecting. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The following additional information was obtained from the peritoneal dialysis (pd) nurse: the home patient had an inginal hernia and he was complaining of pain. The patient's history and physical at the time the patient commenced peritoneal dialysis therapy. There was nothing documented about the patient's inguinal hernia at the time of the initial assessment. The pd nurse stated the patient was scheduled for a hernia repair. Additional information was not available. The hp's volume being infused was decreased and he was fine. She also stated that they have been flushing the tubing properly and there has been no further incidents of air in the line. The hp is continuing therapy as usual with no issues.